Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an aab00 21.0 diopter intraocular lens (iol) was noticed broken after implantation. Therefore, the lens was removed and replaced with an unknown model and diopter lens. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Based on new investigation results, the following sections have been updated: device evaluation: the lens photo was provided and evaluated. It was observed cut in two pieces with one detached haptic. The reported issue was not verified; however, the detached haptic was observed. Due to the current condition of the lens, the cause of detached haptic could not be determined. Hence, a product quality deficiency was not determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: an aab00 lens box was received with an empty lens case, dfu (direction for use) and some identification labels. The lens was not received; therefore, the complaint could not be verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.